Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it seems a common occurrence that their endotracheal tube cuff balloons have water condensation within them. The reporter stated that there is concern that this may lead to problems with tube function, migration and inadvertent extubation. It was reported that they often use 'wet' humidification circuits. At this time, no injury has been reported but we are following up for additional information.